Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Results were satisfactory. Retain product performed as expected. Sample was returned to ortho for further investigation. Customer complaint confirmed. (B)(4).

Event description:
Report 1 of 4 (provue-sample 1). Customer (bb supervisor) reporting consistent discrepant rh typing with samples from a patient between 2 different lots of mts abd/rev gel cards. Customer reports that the patient was tested and a 1+ weak pos reaction was issued by the provue which was confirmed to be weak agglutination in the anti-d microwell. The same sample was then repeated by the manual gel method and a the weak 1+ reaction was duplicated. Testing performed in the mts abd/rev gel cards lot# 052016037-11. Customer then went on and tested the same sample on the provue with their alternative lot of gel cards (031816037-09) and a negative result was obtained. No agglutination was visible. Customer repeated the testing with lot# 031816037-09 by the manual gel method and the result was negative in the anti-d microwell. Another sample was collected from the patient and tested in parallel with the 2 different listed lot# of gel cards and lot# 052016037-11 produced a weak 1+ result whereas lot# 031816037-09 produced a negative results both on the provue and by manual gel. Issue started on: (B)(6) 2016. Frequency: x4 (2 samples- provue and manual). Microtubes/wells or cell (donor #) affected: anti-d. Methodology used: provue and manual gel. Reaction grade obtained: negative. Customer was expecting: weak 1+. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: provue and manual gel. The patient in question did not have any previous history at this facility and is an (B)(6) female. No weak d testing performed. Customer has reported the patient to be rh negative for transfusion purposes. Gel cards and mts diluent 2 plus all confirmed to have normal appearance, stored according to IFU indications and no discrepancies with daily qc. Customer suspects a difference in the titer of the anti-d within the 2 listed lots# of mts abd/rev gel cards. Customer requesting further investigation by ortho. Ortho advised the customer that an return goods authorization would be issued. Return sample received on 02sep2016.